Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to install onto the pump. Customer changed cartridge and was successful on installing onto pump. There was no reported impact to customer's blood glucose.